Event description:
It was reported that the mdu hand control powermax elite shaver was jamming and overheating during a procedure. A delay of less than 30 minutes was noted. A backup device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. The gearbox was found to be jammed and corroded internally. The motor was removed from the assembly and was found to function properly. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the manufacturing history was conducted which found no indications that the device did not meet product specifications nor did it show any product deficiencies. A corrective action has been initiated to mitigate future recurrence of similar events.